Event description:
A report was received that a pt's precision system was explanted due to discomfort at the ipg site, and the pt did not feel the device was working for him. The pt was reportedly doing well following the procedure. No other info was available.